Event description:
It is reported that the pt was revised due to infection. The surgeon mentioned the liner looked a bit dull.

Manufacturer narrative:
Evaluation summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. The returned assembly was locked together as the locking ring was damaged such that the liner and shell are locked together. The liner had some discoloration from being in vivo. The liner has damage to the rim from attempts to be removed from the liner. Device history records indicate all components were manufactured and inspected to specification.